Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic sphincterotomy procedure. According to the complainant, during the procedure, the device was backloaded over a jagwire guidewire and advance into the anatomical location. When the handle was activated, the device would not bow. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; melted working length.

Manufacturer narrative:
(B)(4): a visual examination revealed that the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 8 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. During manufacturing, tome devices are 100% inspected, so the melted extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.